Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, when advancing the device into the sheath the bypass tube would not go into the sheath completely, the physician had to withdraw the device portion and when he did the valve of the sheath came out onto the device portion. Additional information stated that the procedure was completed with a different device.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure in the common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube would not go into the hemostatic valve of the manta sheath completely. The physician withdrew the first 18f manta closure unit and when he did, the hemostatic valve from the manta sheath came out and was attached to the manta closure unit. A second 18f manta closure unit and sheath were opened and deployed successfully achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.